Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis was not able to reproduce the reported complaint. Link 6 cap was replaced as a precaution. Failure analysis found that the psm failed the weighted brake drop test. The brakes on axis 1 and axis 2 were replaced to repair the psm. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur, it could likely cause or contribute to an adverse event.

Event description:
It was reported that during set-up of a da vinci hysterectomy procedure, it was observed that the light emitting diods (leds) on the patient side manipulator (psm) arm were the incorrect color. The site contacted intuitive surgical inc. (Isi) for technical assistance. The technical support engineer (tse) reviewed the da vinci system logs found no associated errors related to the issue. The tse advised that the site that the leds may be burned out, affecting the led color. The site indicated to the tse that they were going to continue with their set-up of the system. On (B)(6) 2014 a field investigation was performed by an isi field service engineer (fse). The fse found that the color of the led on psm arm 2 was different from the leds on the other psms. The fse replaced the psm to resolve the issue.